Manufacturer narrative:
Electrode belt sn (B)(4) was returned to a zoll distributor and evaluation is currently underway. Evaluation was conducted through a review of downloaded software flag file. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the reported irritation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation from the front therapy electrode (te) pad. It was reported that the skin was red and looks as if it may have been bleeding. The patient removed the lifevest due to pain from the irritation. Follow-up indicated that the patient had moved and had ended use of the lifevest. The current medical state of the blister is unknown.